Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to obtain scan readings due to "check sensor" message displayed on the day of applying the adc freestyle libre sensor. Customer experienced loss of consciousness, difficult to swallow and seizure and required treatment with glucagon injection by a non-hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m000jh5f6m has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. A watermark at the base of the tail was not observed. No failure modes were observed with sensor plug upon visual inspection. Therefore this issue is not confirmed due to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to obtain scan readings due to "check sensor" message displayed on the day of applying the adc freestyle libre sensor. Customer experienced loss of consciousness, difficult to swallow and seizure and required treatment with glucagon injection by a non-hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on extended investigation. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR (device history review) for the libre sensor and sensor kit were reviewed and the DHR showed the libre sensor and sensor kit passed all tests prior to release.  If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to obtain scan readings due to "check sensor" message displayed on the day of applying the adc freestyle libre sensor. Customer experienced loss of consciousness, difficult to swallow and seizure and required treatment with glucagon injection by a non-hcp. There was no report of death or permanent injury associated with this event.